Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had received an occlusion alarm during bolus delivery. The customer's blood glucose (bg) level was 218mg/dl. The customer changed their infusion set and cartridge and successfully resumed insulin delivery.